Event description:
It was reported that during a review of the stored episodes of this implantable cardioverter defibrillator (ICD), it was noted that there were some instances of cross talk oversensing with fell under the blanking period. No adverse patient effects were reported. This device remains in service.